Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that when the patient had their ipg explanted on an unknown date, the physician cut the lead and left the remaining parts implanted in the patient. Surgical intervention took place on (B)(6) 2023 where the remaining fragments of the lead was explanted and a new system was implanted. Related manufacturer reference number: 1627487-2023-02673.